Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that during the meniscus surgery, both t's were deployed, when prepared to push the knot, the suture turned into mess, and knot couldn't be push. A backup device was available to complete the procedure with no significant delay or patient injuries reported.

Manufacturer narrative:
One (B)(4) ultra-fast-fix needle delivery system device returned. The complaint stated: ¿both t's were deployed, when prepared to push the knot, the suture turned into mess, and knot could not be push.¿ the protective blue split cannula was returned covering the needle. The white depth/penetration limiter was returned and was trimmed just shy of the inner blue-green needle sheath. There were no anchors returned. There was partial torn, frayed, knotted, and chewed up suture returned separated from the needle. The distal tip of the needle was slightly pushed/twisted toward the left. The manual advancement button and actuator was found fully advanced. This product anchor advancement and release and stripping off is controlled by the user. There is no automatic deployment. No root cause related to the manufacture of the device was confirmed. Additional information.

Event description:
It was reported that during the meniscus surgery, both t's were deployed, when prepared to push the knot, the suture turned into mess and knot could not be push. The anchors were removed from patient. A backup device was available to complete the procedure with no significant delay or patient injuries reported.